Manufacturer narrative:
The agent reported, center post of baseplate broke - glenosphere was detached and 2 peripheral screws broke. Male 67.

Event description:
Revision surgery due to disassociation / implant breakage.